Event description:
It was reported that the bur broke in the patient's mouth during a surgical procedure. It was further reported that this breakage occurred half way down the bur head. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. A review of manufacturing records pertaining to the lot confirmed conformance to required specification. It was not possible to determine the root cause for the alleged breakage.